Event description:
A patient started their evoke spinal cord stimulation system trial on (B)(6) 2024. The patient was subsequently seen on (B)(6) for reprogramming and scheduled to have their leads removed on (B)(6). The patient lost consciousness, hospitalized, and the leads were removed on (B)(6). The patient died on (B)(6) after being hospitalized due to sepsis. There were no reported signs of infection around the lead implant site or evidence of infection during lead removal. The physician did believe the evoke trial contributed to the patient death.

Manufacturer narrative:
Updated b5: typographical error included in initial report.

Event description:
A patient started their evoke spinal cord stimulation system trial on (B)(6) 2024. The patient was subsequently seen on (B)(6) for reprogramming and scheduled to have their leads removed on (B)(6). The patient lost consciousness, hospitalized, and the leads were removed on (B)(6). The patient died on (B)(6) after being hospitalized due to sepsis. There were no reported signs of infection around the lead implant site or evidence of infection during lead removal. The physician did not believe the evoke trial contributed to the patient death.